Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pediatric patient in the intensive care unit had pressure ulcers from the sensor. The patient, who was paralyzed, had the sensor applied to the forehead after the area was cleaned with an alcohol wipe. The sensor was used from 8 pm on (B)(6), 2025, until 10 am on (B)(6) 2025. Upon removal, red sores and scabs were observed on the patient's forehead, indicating that the sensor had broken the skin and caused a pressure ulcer. The patient did not have any preexisting skin conditions or known allergies, and the sensor was used according to the instructions for use and protocol. The skin integrity issue persisted for three weeks.

Event description:
It was reported that a pediatric patient in the intensive care unit who was paralyzed had the sensor applied to the forehead after the area was cleaned with an alcohol wipe. The sensor was used for 14 hours and upon removal, red sores and scabs were observed on the patient's forehead, indicating that the sensor broke the skin and caused a pressure ulcer which persisted for three weeks. There was no specific treatment but it was left open to air and patient recovered. The patient did not have any preexisting skin conditions or known allergies, and the sensor was used according to the instructions for use and protocol.

Manufacturer narrative:
Correction: b5 additional information: d9, g3, g6, h6 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors and the sample met all related specifications. It was reported that a pediatric patient in the intensive care unit who was paralyzed had the sensor applied to the forehead after the area was cleaned with an alcohol wipe. The sensor was used for 14 hours and upon removal, red sores and scabs were observed on the patient's forehead, indicating that the sensor broke the skin and caused a pressure ulcer. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.